Event description:
It was reported that burs broke during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
There were 4 burs associated with this complaint. The burs were returned for evaluation. A visual examination was performed along with testing of burs from the same lot. All testing results conformed to require specification. It was not possible to determine the root cause for the breakage.